Event description:
It was reported patient had a loss of therapeutic effect. Patient stated her pain came back 4 days ago. Patient noted there was no known accident or incident related to issue. At the time of this report no further details were provided. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)